Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that due to a malfunction of an 840 ventilator the pt was placed on a second ventilator. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. Covidien was not authorized to svc the device. Info regarding the pt outcome was not provided. If covidien receives this info from the customer a f/u MDR will be submitted.